Event description:
It was reported that the pump was not ¿working.¿ the pump had been implanted since the year 2000. It was reported that it stopped ¿working¿ a ¿long time ago.¿ it was suspected that this was due to normal battery depletion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703, lot# j93117876, product type catheter. (B)(4).